Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No button error, failed battery test, excessive no delivery or off no power alarms noted.

Event description:
Caregiver reported hospitalization due to high blood glucose. The current blood glucose reading is 459 mg/dl. Customer treated with manual injections. Customer is extremely thirsty. The blood reading at the time of the event was over 500 mg/dl. Diagnosed diabetes ketoacidosis. Customer admitted into critical care unit. Customer unable to stand without assistance. Hospital is treating with IV drip and manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.